Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The transmitter was returned for evaluation. An external visual inspection was performed and passed. A pairing test with (B)(4) bluetooth device was performed and the transmitter failed. A voltage test was performed and the transmitter passed. No data was available in the share log. The reported inaccuracy could not be confirmed. A probable cause could not be determined. No additional event or patient information is available.